Event description:
Per the audiologist, the patient experienced a decrease in performance as well as pain at the implant site. Reportedly a CT scan indicated ¿a sub millimeter gap¿ in the electrode array. The patient was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery. Upon revision, the surgeon reported that there was no discontinuity of the array of the explanted device.

Manufacturer narrative:
(B) (4).